Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed that it had not been in for service yet. Visual and functional tests were performed. The reported issue was confirmed as the downstream occlusion (dso) seal was broken. The dso seal will be replaced to fix the issue. The device will be submitted for functional and delivery testing.

Event description:
It was reported that the device exhibited ¿loose seal over downstream sensor.¿ the error occurred when the technician was performing preventive maintenance on the devices. There was no patient involvement.